Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was burnt/damaged at 35 minutes, 19 seconds and 232,000 joules of use. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to exhibit mild burnt on detritus and a drilled through condition; a substance/contamination was noted inside the cap. The bevel section was found to be melted and exhibited burn glue. The fiber cap exhibits mid burnt on detritus. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The cap may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.